Event description:
It was reported that a peracetic acid spill occured at (B)(6) hospital. The chemical that had spilled was medivators rapicide pa high level disinfectant.

Manufacturer narrative:
The fire & rescue of hazardous materials unit was called to investigate a suspicious leak from a tub behind the hospital. Is was discovered that the chemical identified as hydrogen peroxide acid was rapicide pa. The facility contacted medivators to report the leak. Medivators sales and clinical specialists provided the msds and spill clean up and disposal of rapicide pa documentation. It was reported that no one was injured. The hazmat team wore the appropriate ppe for handling/ clean-up. This complaint will continue to be monitored within medivators complaint system.